Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during procedure the middle shaft snapped. The detached portion was removed by just pulling and completed the procedure with another of the same device. There were no patient complications reported.